Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿no gel/solution¿ and "no lubrication".

Event description:
Healthcare professional reported ¿no gel/solution¿ in the device. Company representative later reported "no lubrication". Patient contact with the device did not occur. The surgery was completed with a back up. Device has been discarded.